Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6), 2019. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The sensor was provided for evaluation. The customer complaint is confirmed because sensor wire is detached from sensor pod. The probable cause cannot be determined. No injury or medical intervention was reported.